Event description:
During vein stripping/ligation, the vein stripper malfunctioned due to "stripped threads on the wire causing the screw-on tip to be liberated in the left greater saphenous vein. Surgeon able to remove it through an additional incision.